Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was visible moisture behind the display lens. The pump booted up to the verification screen, and auditory and vibratory alarms were functional. The keypad was found to be unresponsive; investigators could not move beyond the verification screen. The pump history indicated that the patient had inserted a discharged battery, resulting in power loss and rebooting. The pump could not be adequately investigated due to unresponsive keypad buttons.

Event description:
The patient's mother contacted animas alleging that the pump is self-rebooting. At the time of troubleshooting, the reporter confirmed the battery cap was in good condition and securely tight on the pump. The reporter claimed there was no corrosion in the battery compartment or visible structural damage on the battery compartment. The alleged issue remained unresolved even after the pump's battery was replaced. There was no reported patient impact associated with this complaint.